Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens in the patient's left eye was explanted and replaced with a different model lens due to z-syndrome. According to the surgeon he most likely cause of the event was that the patient was too hyperopic.